Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose and there was insulin in her reservoir compartment when she woke up this morning. Customer's blood glucose was 408 mg/dl. Customer stated that she had a back-up plan and has treated for her high blood glucose. Customer used a syringe to treat. Customer already threw away the infusion set. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were found to be correct. Customer had a few low reservoir alarms in the alarm history. Customer performed the high pressure test and the pump passed after the second try. Customer stated that the cannula was not bent or occluded. Customer was advised to do a complete set change.